Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set cannula crimped event on 12-nov-2024. Event occurred within 3 or more hours after insertion. The insertion site was at thigh. Infusion set was used for 12 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.